Event description:
It was reported, the patient presented in clinic for follow-up. Upon interrogation, it was discovered, the right ventricular lead was oversensing noise. Programming changes were performed. The patient was in stable condition.

Event description:
New information indicates that the physician had replaced the right ventricular (rv) lead due oversensing noise. The rv lead was explanted. The patient was in stable condition.